Event description:
The customer reported that the ventilator has a power supply problem. The MFR's service technician confirmed the reported problem. The service technician replaced the power supply to correct the reported problem. Performance verification testing was completed and tests passed to operating specifications. If a failure of the power supply occurs during use and the ventilator shuts down, and audible power fail alarm will activate. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm.

Manufacturer narrative:
Power supply.